Event description:
It was reported that stent fracture occurred. A 3.50 x 32mm synergy xd drug-eluting stent was selected for use. However, the stent struts were broken, and the procedure was completed with another of same device. There were no patient complications.